Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the surgeon was drilling over the k-wire and the k-wire was bent but no one saw and the drill snapped when it was being drilled of the bent part. Fragments, parts or pieces fell into the patient and were removed. After the drill broke everything was removed and confirmed by x-ray. No adverse events as a result of the surgical delay/prolongation. After everything was removed we moved on with surgery. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. The device is not returning as it was a sharp and was thrown out.

Manufacturer narrative:
H3: the fractured ergo cannulated peg drill reported was likely due to passing the drill bit over a bent k-wire, as stated in the experience report, which led to metal binding between the two devices and resulted in ultimate fracture of the drill bit when passed over the bent portion of the k-wire. As previously stated, a contributing factor to device fracture may have be due to the depth of the drill bit flutes if the drill bit were to bind with the k-wire. However, this cannot be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The fractured ergo cannulated peg drill reported was likely due to passing the drill bit over a bent k-wire, as stated in the experience report, which led to metal binding between the two devices and resulted in ultimate fracture of the drill bit when passed over the bent portion of the k-wire. As previously stated, a contributing factor to device fracture may have been due to the depth of the drill bit flutes if the drill bit were to bind with the k-wire. However, this cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.